Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. Customer stated that they received stuck button alarm. Customer stated that they did not pressed button for 3 minutes. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring is black. On (B)(6) 2022 customer called in with the following concern: keypad anomaly or stuck button alarm. P-cap locked in place properly during testing. Device passed displacement test and self test. Device received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace or history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that on (B)(6) 2021 at 21:46:27 a single stuck key alarm(61) was recorded. Proceed it by cutting device open and perform a visual inspection of connectors and electronic stack. All connectors including j1 connector on electrical board was locked properly during visual inspection. No moisture damage on electronic assembly. However, corroded keypad traces noted during visual inspection . Device was also received with cracked keypad at select button and scratched case. In conclusion customer concerns were not confirm. All buttons functioning properly during testing. However, corroded keypad traces noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.